Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It is reported that the patient faced skin irritation in the form of itching and redness on an unknown date as the infusion set came loose or tore off prematurely during gym class.